Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon delivery, difficulty was encountered. After crossing, when first inflation was performed, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.